Event description:
It was reported by service report that the blank module was missing from the siderail. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: missing siderail module.